Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the implant tool. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.